Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper was difficult to remove. The decapping event affected 500 devices. The closure event affected 500 devices. The following information was provided by the initial reporter. The customer stated: "after the inspection department received the specimen and centrifuged it, some of the caps of the tubes could not be removed smoothly, some of the caps were removed, but the glue plug was not removed."

Manufacturer narrative:
The following fields were updated due to corrected information: d.9. Device available for eval?: no. D.9. Returned to manufacturer on: na. H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and the issues relating to stopper creepout/ decapping and closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure modes of stopper creepout/ decapping and closure separation, bd has initiated further root cause investigation relating to the issue of stopper defects through CAPA#1875009. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper was difficult to remove. The decapping event affected 500 devices. The closure event affected 500 devices. The following information was provided by the initial reporter. The customer stated: "after the inspection department received the specimen and centrifuged it, some of the caps of the tubes could not be removed smoothly, some of the caps were removed, but the glue plug was not removed."